Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported failed accuracy test which was not reproduced. The device was tested for flow accuracy and the results were passing. The reported condition was not verified. The cause was undetermined and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the accuracy test. The event occurred at the biomed service during testing. There was no patient involvement. No additional information is available.